Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm or blank display noted. The device had broken reservoir tube lip, missing reservoir o-ring, cracked reservoir tube window, cracked case at display window corner, minor scratched lcd window and missing end cap sticker.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump had a blank display. Customer's blood glucose was unknown. No further information reported.